Event description:
It was reported that during a surgical procedure, the burr broke in the attachment. It was also reported that a back-up device was available to complete the procedure. It was further reported that there were no adverse consequences and there was a 5 min delay as a result of this event.

Manufacturer narrative:
The burr and attachment subject to this investigation was returned for eval. It was visually confirmed that the burr was broken along the shank. The returned burr was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.

Manufacturer narrative:
The burr and attachment subject to this investigation was returned for eval. It was visually confirmed that the burr was broken along the shank. The returned burr was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.